Event description:
It was reported that the patient's skin over the generator had become very thin and looked like "onion skin." The surgeon decided to perform surgery to rejoin the skin over the generator. The physician believed that the patient had sensitive skin and was very thin with few subcutaneous cells. The skin started thinning about two months prior, and the surgery was done to preclude a serious injury. No further relevant information has been received to date.